Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 119 mg/dl. The customer stated that she went to the gym, but did not get any sweat on it. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump has minor scratched lcd window and shifted end cap sticker.